Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system would not boot up. Review of the logfile shows failure in the flexvision monitoring software was identified, with the system stuck at 00:00 during boot-up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system was unable to complete its boot-up cycle and kept rebooting repeatedly. To resolve the issue, the philips field service (fse) replaced the flexvision pc and hard drive, performed a pixy boot, enabling the windows os for the flex pc to load and restored flexvision inputs and presets. The defective part was sent for analysis, for flexvision pc no malfunction was observed. After replacement the device returned to good working order. He codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.